Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during fill 7 of 7 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power off and on twice and explained the alarms. The system error did not repeat. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(4) 2012 regarding the system error 2240 alarm. Per the pdn, the home patient (hp) did not follow up with her regarding the alarm or any problems with the supplies. The pdn stated the hp was currently using the cycler without any problems. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.